Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level. Bg level was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.